Event description:
Healthcare professional reported right-side capsular contracture baker grade iii/IV and exchange from textured to smooth. The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and anxiety.

Event description:
Healthcare professional reported right-side capsular contracture baker grade iii/IV and exchange from textured to smooth. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right-side capsular contracture baker grade iii/IV and exchange from textured to smooth. The device has been explanted and replaced.